Event description:
Cook ireland reported for the customer, "catheter of the port broke and migrated to the pulmonary artery." As per complaint form: "port implanted as usual without problem. After 1 year pt came back with infusion problems. During examination, physicians discover that the catheter was broken and had migrated to the pulmonary artery. When the port disconnected and the catheter migrated to the pulmonary artery and it was retrieved with a snare introduced through femoral vein. The rupture of the catheter was just in the point that is connected to port." The broken catheter section of the device remained in the pt. The pt required an additional procedure to retrieve the catheter with a snare. Customer needed to go for another procedure - this was reported as the adverse effects.

Manufacturer narrative:
(B)(4). Engineering reported, "a mini port and a small segment of silicone catheter were returned for analysis. The silicone plugs were missing from two sutures holes and a third showed signs of use. The facing surface of the catheter segment was rough and showed no signs of burnishing. There was a small cut on the catheter segment that coincident with the top of the bump on the port outlet tube." Engineering stated, "the evidence returned indicates the catheter fractured due to an abnormally high tensile force being applied to the catheter. It is possible that the cut on the outlet tube was caused by a surgical instrument during implantation and a matching cut occurred on the bottom of the port outlet tube. This could have been a starting point for crack propagation." Engineering stated, "none. There is an ongoing investigation into the up-rise in catheter fractures associated with this port model. Although this failure mode is different than previous instances, the findings will be taken into consideration for the findings of the investigation."